Event description:
It was reported that the cannula did not insert into the skin into the skin correctly. The pink slide and cannula status are unknown. The duration of pod use and the impact on the patient's glucose level was not reported. No further information was provided.